Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report air bubbles in the reservoir that could not be removed. The customer's blood glucose reading was unknown. The customer also reported a problem with the transfer guard. No further details were provided and nothing was replaced or returned.

Manufacturer narrative:
Evaluated 1 sealed reservoir. Performed pre-fill reservoir test . Found reservoir no air bubbles anomaly when removing the plunger, plunger was easy to connect/release properly. Also perform visual inspection and found transfer guard¿s needle not centered. Transfer guard needle found not parallel to transfer guard body axis. Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test. Found reservoir no air bubbles anomaly when removing the plungers, plungers easy to connect/release properly. Also perform visual inspection and found transfer guard¿s needles not centered. Transfer guard needle found not parallel to transfer guard body axis.